Event description:
The customer called to report that he was hospitalized due to a car accident and low blood glucose levels. The customer stated that his blood glucose reading was 38 mg/dl and he also had hypothermia. The customer stated that he was working when he experienced the low blood glucose levels, and he felt that this may have contributed to the event. The customer also reported another event that occurred two months earlier. The paramedics treated the customer for a low blood glucose reading of 23 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.